Event description:
The reporter called and alleged discrepant results on the device when compared to a lab during a correlation. The reported device results / lab inr were 3.3/2.52 in 03/2006, 8.0/5.6 ten days later and 8/1.54. No other information was provided.